Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found a leak through the probe wash block during shutdown. The fse replaced the probe wash block to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of about 1 ml from the dxh 800 during shutdown. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.